Manufacturer narrative:
Correction: please retract this report 2017865-2019-08793. There is no allegation of product malfunction and the patient's death was not device-related.

Event description:
Additional information received indicated prior to expiration, the patient was hospitalized for ileus of small bowels. The patient was treated with medication. On the third day of hospitalization the patient expired. Since an autopsy was not performed, the cause of death is unknown. The patient had severely vomited resulting in aspiration. The physician does not allege a malfunction of the devices. The physician also does not allege the products caused or contributed to the patient's expiration.

Event description:
It was reported that a patient expired due to unknown causes. Further information was requested but not yet available. Related to manufacturer report number: 2938836-2019-04182, 2938836-2019-04183 and 2017865-2019-08794.